Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the communication to camera cart ups was lost. Rep reported that the system was recently updated to the latest operating room and the system still functions normally when connected with the interconnect cable. Refreshing network settings attempted without resolution. There was no patient present when this issue was observed.

Manufacturer narrative:
A software analysis was initiated. Analysis determined that this issue was consistent with a known software anomaly. The anomaly is tracked in an internal database. If information is provided in the future, a supplemental report will be issued.